Event description:
The following has been reported: biomed reported: "service needed error" patient harm: no infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu submitted to correct.

Event description:
The pump was returned for mechanical hardware failure (air compressor). Upon return, the device started up with double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and performed recharge/hardware tests and unit passed. The keypad is damaged in the lower corner near front housing. Fva pins have debris. Air compressor, keypad, and fva lip seals will be removed and replaced during repair process. No other damage found.